Manufacturer narrative:
Insulin pump received with blank display and battery heating up due to connector/lcd puncturing through the isolation tape and making contact to the positive side of the battery tube. Unable to perform displacement, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Insulin pump was received with cracked battery tube threads and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working properly. The insulin pump was getting very hot and they could feel it through their clothes. The customer's blood glucose level would go up around the time the insulin pump overheated. The customer had to treat manually. Customer's blood glucose level was 15.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.